Event description:
It was reported that an ilet user experienced sustained high blood glucose with device alerts for high glucose, culminating in a maximum reading of 417 mg/dl, and customer support guided a full supply change when initial site troubleshooting showed no leaks or visible bubbles and delivery appeared ineffective. Symptoms included blurred vision. Outcomes included the need for assistance from a caregiver to complete the supply change and temporary prolonged hyperglycemia without use of backup therapy or ketone testing. Investigation included remote troubleshooting, confirmation of cartridge status and connections, and supervised replacement of the infusion set, cartridge, and related supplies, after which insulin delivery resumed with instructions to monitor glucose for resolution within two hours. Investigation of this case revealed no confirmed device malfunction and no identifiable hardware defect, with the event consistent with unspecified infusion delivery issue or site-related factors that were resolved by comprehensive supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.